Manufacturer narrative:
The reported complaint of a blank screen on the autopulse platform (sn (B)(4) was confirmed during functional testing. The root cause of the reported complaint was a loose connection of the lcd cable to the processor board, as a result of normal wear and tear of the device. The autopulse platform was manufactured in august 2017 and it is nearing its expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed on the autopulse platform. The platform failed the initial functional test as the display screen was blank, thus confirming the customer complaint. The lcd cable was reattached and the connector was verified to be firmly seated/locked to the processor board connector. No significant discrepancies were found in the archive data review. Following service, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with a serial number (B)(4).

Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4) was performing compressions without issues, however, the lcd screen was blank. Per the reporter, the crew members were familiar with platform settings and compressions were continue to be performed by the device. No consequences or impact to the patient. Per customer biomed engineer, initially, the platform display was partially distorted, however, the screen become completely blank.